Event description:
It was reported after using bd epicenter¿ single user software there was one false positive result. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd epicenter¿ single user software there was one false positive result. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: customer reports that sample 8027571145 first sent a pos and then a neg (443972/(B)(6). Customer referred to app specialist. Follow up with customer who indicated the issue was resolved by the app specialist. No additional information provided therefore unable to determine a root cause. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of august. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.